Event description:
It was reported that this right atrial (ra) lead was repositioned due to dislodgment. According to sales representative, this was confirmed via x- ray. This device remains in service. No additional adverse patient effects were reported.